Manufacturer narrative:
One (1) unknown 3i gold tite screw was not returned for investigation. Visual evaluation could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk file. Additionally, an x-ray image was provided; it shows the surgical site, patients mouth, and the fractured product. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) pre-existing conditions noted on the per was unknown bone density type. The reported device was located on tooth # 36 (fdi) and was used for approximately 1 year 11 months. The customer did not provide any pictures. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (unknown 3i gold tite screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation is external patient factors (occlusal abnormalities or parafunctional habits) over the implantation period. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that an unknown biomet abutment gold-tite screw fractured at tooth location 36. Patient has a 34-36 implant bridge. Doctor removed the bridge and was able to remove the fracture screw. There was no damage to the implant. Doctor suspects there is tissue overgrowth partly over the implant. He placed healing abutments on the implants instead. Doctor could not provide the fractured screw details as patient was referred to his practice. As a result, the item and lot number remain unknown.